Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital with several inappropriate therapies due to double counting the r waves. Noise was seen on the lead with each r wave. It was not possible to reprogram due to the amplitudes where the waves crossed. The patient was admitted to the hospital to consider disabling therapy.